Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 12/09/2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. It was reported the sensor was inserted in the thigh. At the time of contact, no injury or medical intervention was reported. The device was not returned for evaluation. However, the receiver data log was provided by the patient. The data log was reviewed on 12/31/2015. The complaint of inaccurate cgm values was confirmed. It was also reported that the sensor was inserted in the thigh. Dexcom g4 platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen). However, a root cause cannot be determined.